Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: the suspect medical device was discarded after bilateral explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient¿s explanted breast prostheses were replaced with unspecified mentor smooth saline breast prostheses. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient had her removed breast prostheses replaced with mentor smooth round moderate profile 350cc saline breast prostheses. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device was not returned to mentor. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast augmentation procedure with a mentor siltex round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2020.